Event description:
The user facility reported that when attempting close the radial access, they placed the tr band on the patient and tried inflating the balloon; however, it was identified that the balloon was ruptured and would not inflate. The case was a radial access coronary angiogram. A new tr band was opened and successfully closed the radial access. No blood loss was reported. There was no patient injury and/or medical or surgical intervention required. Additional information was received on 27jan2025: it was reported that the ruptured balloon would not hold air and was noticed when trying to inflate the balloon portion of the tr band.

Manufacturer narrative:
A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lead technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 3/3/25, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).